Manufacturer narrative:
Analysis summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the 4-40 stud was snapped off during a case. They used another handpiece to finish the case with no patient consequence.